Manufacturer narrative:
Product analysis summary: the guidewire did not return for evaluation. A kink was evident on the hypotube 23.5cm distal to the detachment site. Deformation was evident to the distal tip. A tear was evident on the inner member immediately distal to the distal markerband. A 0.014 inch guidewire could not be backloaded through the tip due to the tear on the inner member. A 0.014 inch guidewire could not be frontloaded through the guidewire entry port due to crystallized residue in the guidewire lumen. The inner lumen patency could not be verified with a 0.015 inch mandrel due to tear on the inner member and crystallized residue in the guidewire lumen. The device returned with a detachment on the hypotube 15cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a nc euphora balloon to treat a lesion in the proximal rca with mild tortuosity and mild calcification with 75% stenosis. No abnormalities were noted in the patient¿s anatomy. No damage was noted to the packing. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issue. The balloon did not pass through a previously deployed stent. Resistance was not noted, and excessive force was not used. The lesion was pre-dilated with the nc euphora balloon. The inflation was performed 3 times in total, including of inflation at 20 atm twice, and at 24 atm once. Time for inflation was 15 seconds to 20 seconds. The remaining stenosis was 30%. It was reported that the non-medtronic guidewire became stuck after deflation. Post dilation was performed. No patient complications reported for this event. The returned device had a detachment on the hypotube. It was reported that since the wire was stuck after balloon deflation, the detachment occurred when the device was in the patient. The break point did not occur proximal to the hemostatic valve. The device was removed together with the wire.